Event description:
It was reported that the stent(subject device) deployed prematurely inside the micro catheter . The physician replaced them with a new stent completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the stent delivery wire was returned within the microcatheter used during the procedure. The microcatheter was noted to be flattened in locations from the distal tip. The stent delivery wire was kinked at the distal end. No other anomalies were noted. During functional inspection, the catheter was flushed and the stent delivery wire was advanced through with friction experienced. A patency mandrel was advanced through the microcatheter and resistance was experienced at the damaged section. There was no stent contained within the microcatheter. Based on device analysis, an assignable cause of caused by other will be assigned to the reported event since it is probable that the microcatheter used during the procedure causing the difficulty to advance the stent and the premature deployment of the stent.

Event description:
It was reported that the stent(subject device) deployed prematurely inside the micro catheter. The physician replaced them with a new stent completed the procedure without clinical consequences to the patient.